Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was stopper pull out of the tube when in an analyzer. The following information was provided by the initial reporter. The customer stated: "during the performance of blood tests, the tube in question is filled by inserting it into the vacutainer system; upon removal, the tube is opened while the purple cap remains in the system with blood spilling onto the bed and the disposable gloves of the operator."

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tube there was stopper pull out of the tube when in an analyzer. The following information was provided by the initial reporter. The customer stated: "during the performance of blood tests, the tube in question is filled by inserting it into the vacutainer system; upon removal, the tube is opened while the purple cap remains in the system with blood spilling onto the bed and the disposable gloves of the operator.".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-10-05. H.6. Investigation summary: bd received 3 samples from the customer in support of this complaint. 3 returned and 10 retained samples from the bd inventory were taken and functionally tested using bd single use holder and bd multi-sample needle, all tubes filled as expected, and cap/stopper assembly detachment was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the returned and retained samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. H3 other text : see h.10.